Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zxt375 14.5 diopter intraocular lens (iol), the patient had about 2.8d of astigmatism. The patient still has 1.7d left and their vision was terrible. The axis did not flip. In follow up with the physician it was noted there is no misalignment of the iol, retained viscoelastic, or dislocation/decentration of the iol. From looking at the post?-op data as is; it appears an iol exchange would need to be done. Through a later follow-up it was learned that the lens had rotated 10 degrees post implantation. The physician repositioned the iol on (B)(6) 2017 and the procedure went well. There were no more complaints from the patient and no plans for explant. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.